Event description:
A 22mm amplatzer septal occluder (aso) was successfully implanted in 2009. The defect was measured to demonstrate a waist at 19mm x 19mm via sizing balloon, echo, intracardiac echo, fluoroscopy and a sizing plate. The rims were noted to be adequate. Eight months later, during an echocardiogram follow-up, an embolization of the device was observed. The device was found in the pulmonary artery. The device was percutaneously removed and a new 26mm aso was successfully implanted. The patient's outcome was noted to be good.

Manufacturer narrative:
The 22mm aso was received at aga medical partially covered by fibrotic tissue and in its original configuration with a slight bulging in half of the left atrial disc. Ninety-five percent of the surface of the right atrial disc was covered by the neo-intima, but the neo-intima only covered 40% surface of the left atrial disc. The other 60% of the left atrial disc, which was mostly at the bulged area, was uncovered with bare wire mesh; however, the underneath polyester patch was completely covered. The device was measured and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The portion of the left atrial disc that was bulged indicated that the edge of the left atrial disc may have been against the edge of the atrial septal defect at the implant, which may have resulted in the disc bulging and a delay in the healing process as well as later embolization. Review of the medical records and images by aga's medical consultant resulted in the following findings: the echocardiogram from the initial procedure showed a large secundum atrial septal defect (asd) with a short but adequate aortic rim. The ivc rim was small and thin but adequate enough for device placement and the posterior rim was thin and deficient. A 22mm aso was implanted, however, it appeared that the device prolapsed after deployment on the first attempt and was attempted again which resulted in a successful deployment. The procedural tee when the device was retrieved percutaneously confirmed that the second 26mm aso was successfully deployed; the pull-push maneuver was performed and the aso was released. The follow-up echocardiogram after device deployment showed the aso in place and no effusion was noted. According to aga's medical consultant, the device embolization occurred due to under-sizing of the defect. The initial tee showed that the defect was large, the av valve and svc rims were sturdy but the aortic, ivc and posterior rims were thin albeit adequate for device placement. Contrary to the above measurement, the defect measured about 26-28mm. The balloon sizing suggested a diameter of about 28mm. Thus, the 22mm device was significantly small for the defect. The device appeared to be mal-aligned to the septum. The edge of the device towards the aortic rim protruded into the right atrial side. The position of the device at this point strongly suggested that the device was undersized. It is not stated whether the patient had any follow-up evaluation in the form of an echocardiogram or chest x-ray in 2009, nearly eight months post-implant. The position of the device suggested that the device likely embolized within a day or two after the procedure. This statement can only be refuted if an echocardiogram is provided that was performed after a few days to a few months after the procedure, and it was documented that the device was in place. Assuming the device embolized soon after the procedure, percutaneous retrieval, although successful in this patient and without any complications, is not advised several months post-implantation. The device may have a layer of neo endothelium that can separate from the device and cause symptoms. The device could have been stuck on the wall of the pulmonary artery and retrieval may have injured the pulmonary artery. This, however, remains the call of the implanting physician. In this case the retrieval was successful. The 26mm device selection was appropriate although it was still about 2mm smaller than the ideal device for the defect. A repeat echocardiogram after one month is highly recommended.